Manufacturer narrative:
During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.

Event description:
After implanting an 8/6mm amplatzer duct occluder (ado) in a ventricular septal defect, the right disc did not completely open after it was released, however, the ado was left implanted. Approximately, 48 hours later, the ado had embolized into the aorta. The ado was snared and percutaneously retrieved with no adverse patient effects.

Manufacturer narrative:
The ado was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test loader without any deformities. The cause of the reported event remains unknown.